Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the back flow of blood was confirmed, so it was determined that the balloon ruptured upon first inflation at 12 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.